Event description:
Complainant alleged that the medics were treating an unresponsive pt. The medics monitored the pt's heart rhythm via a three lead ECG cable. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics switched the device to manual mode and attempted to administer a shock to the pt, but the screen displayed a "cable fault" message and would not shock the pt. The pt subsequently expired.